Event description:
It was reported that the ventilator failed the pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturers ref: # (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the pre-use check. Our field service engineer investigated the ventilator on site. It was concluded that the failure occurs due to a variation in the panel including backlight inverter printed circuit board. A commercial proposal will be sent to the customer. No further information is provided. The root cause to the reported issue could not be established by this investigation.